Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12828. Related manufacturer reference number: 1627487-2019-12829. Related manufacturer reference number: 1627487-2019-12833. It was reported that the patient experienced right leg pain and left leg weakness post a permanent implant and was sent to the emergency room. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted and replaced.